Event description:
It was reported that there was an issue with an incorrect time displayed on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor and follow up if the time discrepancy recurs.